Event description:
It was reported that the zimmer meshgraft ii was not working properly; when the dermacarrier goes through, nothing happens to the tissue. Additional clinical follow up with the hospital indicated that the device had subsequently been used by a surgeon who was aware that it had been scheduled for repair. The surgeon was able to use the device without problem and the scheduled repair was no longer required. It was also reported that there was no information available regarding what occurred during the procedure, how the planned procedure completed, or implications to the patient.

Manufacturer narrative:
The device was not returned to the manufacturer for repair and evaluation. The service record indicates that the device is 44 years old and was last returned to the manufacturer for repair on (B)(4) 2008. As stated in clinical follow up, "surgeon was able to use the device without problem and there was no problem with the device and the scheduled repair was not required." As a result, the customer did not return the device for evaluation and repair. Therefore, due to lack of information pertaining to the event and no evaluation of the device, the cause of reported event is unable to be determined; no further investigation could be completed. Unable to determine a cause of the reported complaint. The device was serviced and returned to the customer.